Event description:
During a left ventricular ablation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter was advanced via a retrograde approach through a 8f non-sjm introducer. Difficulty was encountered while attempting to cross the aortic valve; however, the catheter eventually prolapsed into the left ventricle using force. The patient then became hypotensive and the ablation catheter was removed. A viewflex xtra ice catheter revealed a pericardial effusion, for which a pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
(B)(4). One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection revealed no anomalies. Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The IFU cautions the user the left side of the heart should not be accessed in a retrograde fashion due to the excessive force that may be required to cross the aortic valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The IFU also states cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).